Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 533 mg/dl (29.6 mmol/l) while wearing the pod on their arm for more than 48 hours. A diabetes educator from (B)(6) medical center reported a ketoacidosis incident involving a patient using the omnipod. The patient was on a 3 day aida cruise. The patient wore a pod that was expected to last the entire trip and carried no spare pod and no backup insulin. Near the end of the trip, a personal diabetes manager (pdm) error message appeared ¿new basal rate needed¿. The exact cause leading to interruption of insulin delivery is unknown. The ship¿s physician administered insulin; and the ship rerouted to (B)(6) instead of (B)(6). On (B)(6), 2026, the patient was taken to (B)(6) medical center, where metabolic stabilization was carried out due to pronounced ketoacidosis. The patient symptoms include being thirsty and feeling weak. While in the hospital the pod was removed, and a new pod was applied. The patient was in the hospital for 2 nights and was discharged on (B)(6), 2026.

Manufacturer narrative:
Please see correction to health effect - clinical code, initially reported as dry mouth in error.